Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: d1(brand name), d4(version or model #, catalog #, unique identifier (UDI), e1(event site postal code - (B)(6)), h6(type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) founds the power cord doesn't extend and have confirmed the problem.there was no internal damage, so fse have fixed the power cord.the device is working fine. Unit return to customer.

Event description:
N/a.

Manufacturer narrative:
Corrected data: e1 (site name and address), h6 (clinical and impact code). Due to character restrictions in block e1 site name : (B)(6) hospital.

Event description:
It was reported that during a routine customer inspection, the cardiosave intra-aortic balloon pump (iabp) power reel cord was stuck and wouldn't come out. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.(B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) power reel cord was stuck and wouldn't come out.